Event description:
The pt had back surgery. Afterward she felt numbness on the entire right side of her body. She had difficulty standing up for more than 5 minutes. The numbness worsened since her spinal cord stimulator implant. The pt had an appt. With her hcp. Additional information has been requested. A f/u report will be submitted if additional information becomes available.